Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infused" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was performed. The event date was not provided; however a review of the history log revealed an infusion programmed at a rate of 2 ml/hr and vtbi: 50 ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.